Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited noise. All other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2016. The patient was stable during the procedure and the patient's condition was good post procedure.